Event description:
Additional information received later that, patient had surgery the day prior to this report. It was added that the neurostimulator (ipg) and all the wires were completely removed. It was noted in the healthcare provider notes mentioned that ¿malfunctioning dorsal column stimulator¿ was removed. It was indicated that patient was scheduled to have follow-up appointment on 2013-(B)(6). A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 3708140, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2008, product type lead. (B)(4).

Event description:
It was further reported the patient was last seen for a post-op follow-up one month prior to report. It was noted the patient was doing very well. It was stated the patient continued to have some left leg pain, but was able to ambulate. It was noted the device had been explanted because it was not functioning properly and it was not doing the patient any good. It was stated the patient had asked to have it removed. It was noted the cause of the patient¿s left leg issues were not determined.

Event description:
The patient was having ¿major problems.¿ if she turned the ins on her left leg would work fine but if she turned it off it would not work or function on its own. She was afraid of falling if she did not use the device all the time. If she used the device 24/7 she would be fine but then she could not do some of the things she needed to do. This first started in the ¿first of 2009.¿ the ins was not defective but the battery was dead. The ins was going to be taken out on (B)(6) 2013. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).